Event description:
No additional information was provided.

Manufacturer narrative:
Four photos of a 1 ml luer-lok syringe were received by bd. A quality engineer was able to examine the photos from batch 9322073 item 309628. All four photos show a loose syringe with the stopper jammed/distorted between the barrel and plunger rod. Two images show a close-up image of the stopper jammed, and the other two images each show the same syringe with jammed stopper next to an "eylea" box carton containing all applicable product information. The condition observed is non-conforming per product specification. Potential root cause for the stopper distorted defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 9322073 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309628, batch# 9322073. It was reported that the bd luer-lok stopper was defective/deformed. The foil lowing information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, the reporter contacted medical information via phone to request replacement of 1 eylea vial unit. The reporter denied any adverse events or missed doses due to this event. Per the reporter, on (B)(6) 2024, when the physician went to use the vial the rubber stopper looked "melted or deformed". She did not attempt to draw up the medication into the supplied syringe. The reporter only had the supplied syringe, 19-gauge unopened needle and the carton box available for return. The reporter texted the physician to find out what she did with the vial, but the physician was not in the office on (B)(6) 2024. It is unknown if the vial is available for return. The reporter requested to have the owner be the one to sign off on the replacement. The reporter had the 1 eylea carton box, supplied syringe and 19 gauge needle available for return and was instructed to retain the product for retrieval. No further information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item#). 3. Was the tamper evident seal present on the carton? Yes 4. Was the tamper evident seal intact when the product carton was received? Yes. 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Was the carton(s) with the broken or missing seal received in a shipping case of 24 cartons? Or was the order less than 24 cartons? 8. If the carton was from a full shipping case, where was the carton located? I.e. Top layer, bottom layer, middle of the shipping case. 9. If the complaint is for missing tamper evident seal, what is the shipping case number on the shipping case label? Needle filter lot # 1074204, syringe eylea lot # 9322073, needle injection 2004759.